Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote box had come unglued, preventing proper latch alignment, which caused the fridge door to fail. A field service engineer (fse) removed the smart remote module and refrigerator from the station and transported the unit to the pharmacy to reduce operational impact. The fse removed the legacy smart remote module housing and all adhesive material, then reinstalled the smart remote module and adjusted the hasp alignment but failed to recover the srm and identified a disconnected cable in the latch harness. The fse installed a replacement harness to restore functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote box had come unglued, preventing proper latch alignment, which caused the fridge door to fail. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.